Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a loss of prime alarm. The reporter noted that the cartridge had not been changed since the issue occurred. Troubleshooting indicated that cartridge preparation technique was correct. During a follow-up call, the reporter noted that the loss of prime had recurred and they were changing the cartridge to one from a different box. The reporter was advised to call back if the issue recurred with a new cartridge. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.